Event description:
Routine complaint investigation when a consumer reported receiving imprecise sequential reading over a three minute timefram on the medisense 2 blood glucose monitor. The value, when plotted on a parkes error grid fall in the "c/d" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.